Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge was performed and the receiver battery was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. A pairing/calibration and performance test was performed and the receiver passed by doing 2 hours of calibration testing and at least 32 hours of performance testing with a matching transmitter and resulted in no loss of antenna. The reported fault could not be reproduced with the receiver. Additionally, the receiver download was reviewed and could not find a hardware or firmware error in the logs related to the incident, however, the logs could verify the customer complaint. The customer complaint of loss of connection was confirmed. The root cause could not be determined.